Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing on the ventricular channel causing several non-sustained, and diverted episodes, including one inappropriate shock. Pacing was inhibited because of the noise. The noise appeared similar to myopotential oversensing.